Manufacturer narrative:
Please note that this is a different catalog than the recall, indicated below. This catalog number in this complaint is a private label by 3m, by a different manufacture, and is not the subject of a recall. The recall is related to: micropore 2110898-1/25/010-001-r.

Event description:
Customer states that a dialysis pt was found unresponsive with a large pool of blood under the treatment chair. The pt was immediately treated with the amount of 1000cc of normal saline and began responding after the saline was infused. The pt was transported to the ER and was hospitalized overnight. The pt was discharged and is again receiving dialysis at the outpatient clinic. Customer alleges that a dialysis needle had dislodged because the micropore tape did not hold the needle in place.